Event description:
It was reported that the target lesion was located in the distal circumflex artery (cx) with mild tortuosity, moderate calcification and 90% stenosis. A non-abbott guiding catheter was engaged via a right femoral approach. Then a whisper ms guide wire was advanced; however it became stuck in the middle of the lesion and was unable to be torqued. The guide wire was able to retracted from the anatomy, but resistance was felt during retraction. Outside the anatomy, the guide wire was noted to be wavy shaped about 1cm from the tip. The physician was unable to reshape the tip of the whisper ms guide wire. The physician stated that he thought the coating may not have been applied to the guide wire. The device was exchanged for a non-abbott guide wire and the procedure was completed without issue. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.